Manufacturer narrative:
Film evaluation summary; the exact cause/source of the endoleak observed during implant could not be determined from the films provided. Two (2) short (15 second) videos during an angiogram at implant were returned. Angio injection confirmed widespread contrast blush within the top of the sac, coming from both sides of the bifurcate near the level of the flow divider. The next images revealed that an endurant aortic cuff had been implanted just above the bifurcate, and bilateral limbs were implanted across the location of the endoleak and flow divider. Contrast injection noted a substantial reduction in the strength of the contrast blush, which was primarily coming from the right side of the bifurcate near the level of the flow divider. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, on final angiogram a type iiib endoleak was observed. The patient received treatment with the additional implant of a cuff and limbs to seal the endoleak on the same date. It was noted that the event was still not resolved with a leak remaining at the final imaging. As per the physician, the cause of the event was due to a fabric tear in the stent graft. No additional clinical sequelae were reported and the patient will be monitored by their physician.